Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the entry point of the 2.5mm hex holding sleeve 2cm is damaged. This device also shows significant signs of wear/usage. A functional evaluation confirmed the holding sleeve would not hold a screw as intended. A review of complaint history did not reveal additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, a 2.5mm hex holding sleeve 2cm did not tighten in order to act as a capture for screws. It is unknown if this happened during surgery; therefore, patient involvement has not been confirmed.